Event description:
The user facility reported that their harmony led 585 surgical lights were drifting and requested in-house biomedical to inspect the lights. Biomedical inspected the lights and during the inspection, the lights fell from the ceiling to the floor. The user facility canceled a scheduled procedure to make the operating room available for investigation of this reported event. No injuries were reported to user facility staff or patients.

Manufacturer narrative:
Investigation of this event in-process; a follow up report will be filed when additional information becomes available.

Manufacturer narrative:
The lighting system subject of this event was returned to steris for evaluation. Our evaluation could not duplicate the reported event of the lighting system detaching from the ceiling and falling to the floor. Based on the evaluation it did appear that the safety pins were disengaged at some point. This lighting system was installed by steris in (B)(4) 2010; the installation checklist for this unit indicates that all functions were verified as operating properly, including verification that the ceiling plate was level, the mounting bolts were securely tightened and all safety pins were fully inserted through the safety ring and down tube. Subsequent to installation, this lighting system was maintained by the user facility's biomedical personnel. It was reported in the course of this investigation that the lighting system subject of this event had been modified for or integration where the safety ring may have been detached in order to run the monitor wire down through the column and arms to the monitor. Steris was not involved in this integration activity.